Event description:
The patient underwent an interventional procedure. The cardiologist attempted arteriotomy closure with the closer tsl 6fr. Device. The device was inserted and deployed without issue. When attempting to tie the knot using the clincher accessory, the suture broke. A second clincher was successfully used to deliver the knot. The pt immediately complained of pain around the groin, pt's blood pressure dropped and pt was nauseated. Pressure was immediately applied to the groin. The pt was taken for a CT scan where a retroperitoneal bleed was diagnosed. The pt was taken to surgery for arterial repair. In surgery the vascular surgeon noted that the puncture site on the vessel wall was a lateral wall stick with a sizable vessel branching off at the access site.